Manufacturer narrative:
The customer's complaint of a tubing leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that infusion set came apart and leaked at the pump segment /safety clamp. This occurred during priming set with ns for infusion. There was no patient harm.